Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event, with a current bg value of 271 mg/dl that lasted for more than four hours. The event involved product(s) mmt-864a, mmt-1715kl, mmt-332a. The customer has type 1 diabetes and managed the high bg with boluses delivered by the insulin pump. The customer also reported a hairline crack on the pump screen and received a low battery alert each time a battery was inserted. Troubleshooting was performed and customer was using the insulin pump system within 48hrs of reported event. It was unknown if the customer was using the auto mode/smartguard feature at the time of the event. The crack was located on the battery tube side of the pump, and the damage occurred while using a silicone case. This physical damage was affecting pump functionality, specifically causing low battery issues. The customer was advised to disconnect from the pump, discontinue use, and revert to their backup plan as per their healthcare provider¿s instructions. Instructions were provided on how to put the pump in storage mode after discontinuation. No further patient complications were reported. Mmt-864a, mmt-332a were not expected to return. Mmt-1715kl was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.